Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.

Event description:
It was reported that the platform has had low run times and that the platform indicates low battery while the battery led is green when checked. Customer also indicated that the platform has worked 3 out of 5 times. No adverse event reported. Event 1, MFR report # 3003793491-2013-00266 and event 2, MFR report # 3003793491-2013-00267.